Manufacturer narrative:
The manufacturer is currently waiting for information regarding next removal attempt. No date is available of yet. The additional information will be provided in a supplemental report.

Event description:
Senseonics was made aware of an incident where physician was unable to remove to sensor on the first attempt made on (B)(6) 2025.the sensor is implanted in upper left arm and the user was doing fine.next removal attempt is planned in approximately 6 months when sensor would be replaced.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt and no further investigation is required. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.